Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. As the catheter was discarded, additional evaluation and investigation was not performed on the device. Per the instructions for use of the catheter, migration is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) contacted technical solutions in order to report a catheter replacement due to migration. Cs reported that the physician acquired the patient from another practice and attempted to perform a cap study, but the cap could not be aspirated. Cs also confirmed that fluoroscopy showed the catheter had migrated. Catheter was later replaced and the original catheter was disposed of.